Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text: placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62), a stent retriever, a non-penumbra short sheath, a non-penumbra access catheter, a non-penumbra microcatheter, and a guidewire. During the procedure, the physician advanced the red62, stent retriever and access catheter into the m1 segment via femoral access and successfully completed one pass. The red62 was then kept in place as an access catheter for the stent retriever, and the physician successfully completed a second pass. While removing the red62, the physician experienced resistance and upon removal, it was noticed that the mid-shaft of the red62 was fractured, which was then confirmed under fluoroscopy. The physician attempted to remove the fractured segment of the red62 using a snare device but had difficulty gripping the red62. Therefore, the physician pinched against the access catheter first, and then used the snare device to successfully remove the fractured segment of the red62. The procedure ended at this point as the patient was treated and flow was successfully restored. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was updated on this follow-up #01 MFR report 3005168196-2024-00325: 1. Section b. Box 5. Describe event or problem. Evaluation of the returned red62 confirmed that the catheter was fractured. Evaluation revealed stretching near the fractured location. If the red62 is retracted against resistance, damage such as a fracture may occur. Based on the reported event, the root cause of resistance could not be determined. Further evaluation revealed kink on the proximal shaft, ovalization on the distal fractured segment, and the non-penumbra stent retriever was tangled in the support coil winds at the fractured location. This damage was incidental to the reported complaint and likely occurred during removal from the patient and packaging of the device for return to penumbra. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62), a stent retriever, a non-penumbra short sheath, a non-penumbra access catheter, a non-penumbra microcatheter, and a guidewire. During the procedure, the physician inserted the access catheter into the patient via femoral access, advanced the red62 and stent retriever into the m1 segment and successfully completed one pass. The red62 was then kept in place as an access catheter for the stent retriever, and the physician successfully completed a second pass. While removing the red62, the physician experienced resistance and upon removal, it was noticed that the mid-shaft of the red62 was fractured, which was then confirmed under fluoroscopy. The physician attempted to remove the fractured segment of the red62 using a snare device, but had difficulty gripping the red62. Therefore, the physician pinched against the access catheter first, and then used the snare device to successfully remove the fractured segment of the red62. The procedure ended at this point as the patient was treated and flow was successfully restored. There was no report of an adverse effect to the patient.